Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a system performance issue occurred. It was reported that the carto was set up with no biosense webster representative present. Visitag settings were defined, respiratory adjusted, range 2mm, time 5s, display visitag and grid colored by time and projected. Visitags appeared on map when ablation commenced. Mid-procedure, when physician began ablation in new region, visitags from previous ablation line started to disappear. Ablation was stopped, visitag settings checked (not changed), map rotated, but visitags did not reappear. Visitag settings were changed and applied, but old visitags still did not appear. Physician continued with procedure with caution as carto map was believed to now be an unreliable representation of previous ablation points. The procedure was completed without consequence. The visitag investigation is in process to determine patient risk when not functioning properly; however that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a visitag issue occurred. Visitags started disappearing from previous ablations. It was confirmed that the customer has not had any recent loss of visitag after using the default template and upgrading the workstation to v4.3. The customer sent the data to device manufacturer for further investigation. The device manufacturer found that the problem was related to a software defect and was fixed in v4.3 upgrade. The history of customer complaints associated with this carto 3 system was reviewed. There was not any additional reported complaints that may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.